Event description:
Patient was in a code blue on arrival mer was defibrillated x 3 without incident. On 4th attempt defibrillator machine did not shock at all. Electrical smell present. Alternate unit used for patient's treatmentdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: electrical problem. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service, other. The device was not destroyed/disposed of.